Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the clinician was inserting catheter through tuohy needle and met resistance when trying to remove the needle. When removing the catheter through the needle, the catheter sheared. The clinician was able to remove the wire portion of catheter at that time. About six cm of catheter remained in patient. A new spinal one level down was done and after spinal was able to remove the remaining portion of the catheter from patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.